Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-02444 / 02447).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty in (B)(6) 2003 and right total hip arthroplasty in (B)(6) 2007. Patient's legal counsel further reported that a left hip revision procedure occurred on (B)(6) 2013 due to patient allegations of metallic staining of the tissues and osteolytic debris. Patient's legal counsel also reported that a right hip revision procedure occurred on (B)(6) 2013 due to patient allegations of tissue staining and fluid located in the joint. A review of invoice history confirmed that the initial left hip arthroplasty took place on (B)(6) 2003 and the initial right hip arthroplasty took place on (B)(6) 2007. Review of invoice history further confirmed the revision surgery dates and that the acetabular cup and modular head were removed and replaced during the left hip revision. The revision invoice for the right hip confirmed the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty in (B)(6) of 2003 and right total hip arthroplasty in (B)(6) of 2007. Patient's legal counsel further reported that a left hip revision procedure occurred on (B)(6) 2013 due to patient allegations of metallic staining of the tissues and osteolytic debris. Patient's legal counsel also reported that a right hip revision procedure occurred on (B)(6) 2013 due to patient allegations of tissue staining and fluid located in the joint. A review of invoice history confirmed that the initial left hip arthroplasty took place on (B)(6) 2003 and the initial right hip arthroplasty took place on (B)(6) 2007. Review of invoice history further confirmed the revision surgery dates and that the acetabular cup and modular head were removed and replaced during the left hip revision. The revision invoice for the right hip confirmed the modular head and taper insert were removed and replaced. Additional information provided in patient medical records indicates the left hip revision performed on (B)(6) 2013 was due to pain and progressive dysfunction. The patient's operative report noted metallosis and osteolysis. Additional information provided in patient medical records indicates the right hip revision performed on (B)(6) 2013 was due to pain. The patient's operative report noted fluid and tissue consistent with metal staining. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.